Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable low result from coaguchek xs meter serial number (B)(4) while performing a comparison with a pharmacist's coaguchek plus meter at a clinic. The result from the customer¿s meter at 8:34 am was 2.4 inr and at 8:45 am was 3.2 inr. These results were results from the same finger. Gauze was used to wipe blood away and get a second drop of blood. The result from the coaguchek plus meter right afterward with a new finger was 3.3 inr. The result of 3.3 inr was believed to be correct. No actions were taken based on the low meter result and they did not use the result of 2.4 inr for adjusting therapy. The customer was not adversely affected. The customer had no hematocrit issues, antiphospholipid antibodies, other thinners, or heparin. There were no diet changes, but some vitamin changes with fish oil and omega 3s were added. The customer states there may be some natural blood thinning from the omega 3 supplement. There were no dosage changes for warfarin. The customer had no new illness and no symptoms of a high result. The customer has not been exercising. The therapeutic range was 2.5-3.5 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr and 3.8 inr. Donor hct: 42% and 47%. Testing results: donor 1: master lot / customer strip and meter . 2.4 inr/ 2.4 inr. Donor 2: master lot / customer strip and meter. 3.8 inr/ 3.7 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. Relevant retention test strips (lot 144581) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.